Manufacturer narrative:
Concomitant medical products: 1688tc lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible far field r-wave (ffrw) oversensing on presenting electrograms (egm). Atrial capture was unable to be confirmed. No pacing spikes were noted on the electrocardiogram (ECG). The ipg and the ra lead remain in use. No patient complications have been reported as a result of this event.